Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic presented for pulse generator change out, the right ventricular lead exhibited noise and was reproducible with provocative testing in both unipolar and bipolar configurations. The lead was capped and replaced successfully on (B)(6) 2016, without adverse consequence to the patient. The patient was stable post procedure.